Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 had failed. The customer had already attempted to reboot the station and perform a recovery, but the drawer still failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed. A field service engineer found that drawers 3.1 and 3.2, along with their cubies, were not on the bus. After rebooting, all cubies displayed multiple read/write memory errors. The fse reseated the connections at the back of the station. A hardware test application (hta) test was then performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.